Event description:
Patient's family member reports a dye study confirmed there is a problem with the catheter connection to the pump. The pt is awaiting surgical revision to be scheduled and is concerned about lack of urgency. The pt has not experienced withdrawal due to being on oral baclofen. No other symptoms reported. Additional information has been requested from the hcp, but was not available on the date of this report. A follow up report will be sent when additional info is rec'd.